Manufacturer narrative:
Concomitant products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that stimulation was turning on. The patient would shut the implant off and it would turn back on its own. The patient could feel stimulation come back on and this started today about 20 minutes before. They synced with the implantable neurostimulator (ins) and they saw the stimulation off icon. It was noted that the patient always had stimulation on. The patient was currently in the hospital. The patient had severe neck pain, which started 3-4 days ago, and also back pain that had always been there. The initial reporter brought the patient to the hospital yesterday. The patient was hospitalized for her pain. He was wondering if something happened to one of the leads but they had not told them why they were there yet. It was later reported while stimulation was turned off, there was a shocking, jabbing or jolting sensation. The patient had a spinal CT myelogram today due to severe spinal pain, and the stimulation was shut off for the procedure. After the patient got back to her room from the myelogram, the patient felt random shocking and jolting sensation feelings that felt like it was from her stimulation system and also sensitivity in her legs. They checked her ins and it was still off and impedances were all within normal limits. The jolting was in the same as the patient was having the severe pain, but the manufacturing representative (rep) was unsure where exactly on the spine the patient felt pain. It was also reported that the patient was having pain all over and sensitivity all over. These new jolting feelings and increased pain had been going on for about a month, at which time she had reported to her managing physician. The patient was actually transferred to the hospital where her managing doctor was. There was also less than 50% therapy relief. It was noted that no reprogramming was done. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.